Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, no image occurred due to faulty charged coupled device (ccd). The cause of the defective ccd could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and there was found to be a no image issue due to a charge coupled device failure. A twist in the cable was also evident. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that there was a bad image issue while using the camera head. The issue occurred during preparation for use for a therapeutic procedure. There was no patient harm associated with the event. The device was returned and evaluated, and there was found to be a no image issue due to a charge coupled device failure. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.